Event description:
Blood sugar was nearly 1000. Spent 3 days in the hospital and nearly lost my life. Was taken off of the pump immediately after reporting to med staff something was wrong with the pump. Contacted medtronic after released, with documents for diabetic ketoacidosis, and they asked for me to release medical records so they could investigate. Never heard back. Was also molested while there but was so weak and out of it, I couldn't fight. They originally put me in psych ward "bc" I was fighting until they saw my bg was 1000 and was taken advantage of "bc" no one would believe me. So I focused on the pump malfunction and seemingly no lawyer would touch medtronic at the time. I have proof of diabetic ketoacidosis only "bc" I didn't tell anyone but my husband and mom about the molestation, and called medtronic to get my pump replaced and tell them that their pump malfunctioned, causing me to nearly lose my life. At the time, they asked to get my records and review my case, replaced my pump, and never heard a thing back until now they are admitting the malfunction. FDA safety report ID # (B)(4).